Event description:
The customer reported the water channel of the scope was blocked. The issue was found during reprocessing. There was no patient involvement. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed protruding from the air/water nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, the foreign material appeared to be a black rubber-like material that did not originate from the olympus endoscope. In addition, service found the adhesive on the objective lens, light guide lens, and bending section was worn. The insertion tube was deformed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the foreign material clogged in the device was likely from a piece of peripheral equipment such as an injection tube or silicone rubber product. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.